Event description:
An olympus employee reported on behalf of the customer, the video system center's front panel and power button were not working and the device wouldn't stay powered on while trying to use. The issue was found during preparation for use prior to a diagnostic nasal endoscopy procedure. While the intended procedure was not completed, the customer did confirm that there was no patient harm as a result of this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the power button not working was confirmed. The device evaluation also found a cracked front panel, a worn out video connector latch that caused poor connection with pigtails, and an old version of software and led cables that were recommended to be updated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be power switch cannot be pushed. Olympus will continue to monitor field performance for this device.